Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that : "for information, we met again the issue we had 2 or 3 years ago on the gamma nails: black debris ("cooked" blood?) On the flexible part of the screwdriver, requiring the opening of a 2nd "healthy" instrument set.

Event description:
The customer reported that : "for information, we met again the issue we had 2 or 3 years ago on the gamma nails: black debris ("cooked" blood?) On the flexible part of the screwdriver, requiring the opening of a 2nd "healthy" instrument set.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the most probable cause of such an event is the inadequate cleaning and reprocessing of the device before use. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.